Event description:
It was reported that the surgeon provided feedback about the fit of the pectus bars during the production process and thus the product had not been released for distribution. Therefore, no malfunction occurred and this event does not qualify as a reportable event.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the surgeon was concerned about the fit of custom pectus bars. He indicated that the first bar provided a good amount of lift and the second bar did not provide as much lift. No adverse events have been reported as a result of the malfunction.